Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found the harmonic insert was found to have a broken blade. The blade broke at roughly 0.085¿ from the base. The broken piece was returned. Components adjacent to the broken blade do not show damage. Common causes of the failure mode broken harmonic insert are attributed to use conditions. Broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure.